Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted on unknown date due to idiopathic normal pressure hydrocephalus (inph) via lumboperitoneal (l-p) shunt with unknown setting. On (B)(6) 2024, the valve was removed and replaced due to suspicion of peritoneal catheter obstruction. According to information provided, it is unknown if the patient had any signs and symptoms due to the product problem.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 4105625, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 80 mmh2o. The valve was visually inspected, a cut mark was observed in the housing. The valve passed the test for programming, occlusion, leak, reflux and pressure. The catheter was visually inspected, and no defect was noted. The leak test on the catheter passed. Root cause analysis - at the time of investigation no function issues were noted. The possible root cause for the peritoneal catheter issue reported by the customer, could be due to biological debris and protein build up interfering with the valve. The possible root cause for the cut mark is due to sharp or pointed object coming into contact with the valve in view of the cut marks on housing. As noted in the surgical procedure precautions section in instruction for use (IFU), silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
Additional information: "the doctor assumes that there is a possibility of the tip of peritoneal catheter touching intraperitoneal tissue which may have caused obstruction."